Event description:
Initial reporting was by a user facility medwatch. During a follow up report, it was reported by the customer that during a bilateral sagittal split osteotomy procedure, the drill attachment overheated and caused a minor burn in the patient's mouth. The surgeon irrigated the burn with cold saline and removed the drill attachment from the field. No other treatment for the burn was mentioned on the patient's discharge report.

Manufacturer narrative:
As of 08/12/2009, the attachment has not been returned for evaluation. No conclusion can be drawn.